Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to d6a implant date: 2011 (year only received.) Continued e1 phone number: (B)(6). Laboratory analysis summary: device photographs for the device related to the reported event of rupture was requested on (B)(6) 2025. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture via ultrasound. The device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on february 27, 2025, with lot number 1829790. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture via ultrasound. The device has been explanted and replaced by another manufacturer's device.